Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, a b30 scope communication error was present. Additionally, there was noise present in the image due to damage electrical contacts. The adhesive from the curved rubber section of the device was missing. Scratches were noted on the grip, right lever plate, operational section, and video connector case. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus endoeye flex deflectable videoscope was presenting a b30 scope communication error during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the analysis was unable to be identified; however, the event was most likely caused by a failure of the image sensor unit, an electrical board inside the video connector unit, or a problem on the system side. Olympus will continue to monitor field performance for this device.